Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a topical skin adhesive was used. It was found that the mesh was damaged when opening. There were no adverse patient consequences. Upon evaluation of the returned device, the mesh was found cut.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? Please provide the source or name and title of external person providing answers to follow-up. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the clr222us sample was returned inside it's original packaging opened. Upon visual inspection of the mesh, was found cut. A manufacturing record evaluation was performed for the finished device batch 1048d3 and no non-conformances were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.